Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported tha the bd ultra-fine¿ insulin syringe stopper slanted prior to use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: customer returned (52) 3/10cc, 12.7mm, 29g syringes (3 loose, 49 in sealed poly bags) from lot # 7142872. Customer states that the stopper was slanting. All loose samples were examined and all exhibited a deformed stopper in the barrel. All of the syringes in the sealed poly bags were also examined and 16 out of 49 syringes exhibited a deformed stopper in the barrel. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. The loose samples received were cycle tested and a slight increase in the force required to complete this testing was noted, though negligible. All loose samples were disassembled and the stoppers were noted to retain their deformed configuration. Potential root causes include misalignment during assembly/manufacturing or a supplier related defect. (B)(4) was initiated by the holdrege plant to address deformed/damaged stoppers and their associated root cause(s). Batch# 7142872 was manufactured prior to initiation of this CAPA. No additional actions at this time.